Event description:
Patient presented to the physician with an infection at the chest and neck incision sites. Physician brought the patient into the or, drained the infection, irrigated the incision sites with antibiotic solution, and closed. Patient was admitted for placement of a PICC line. Postoperative antibiotics were also prescribed after the procedure was completed.